Event description:
The pt had both an implantable pacemaker and a deep brain stimulator. The pacemaker telemetry head was placed over the neurostimulator accidentally and the neurostimulator stopped working. The pt stopped feeling stimulation sensation. The pt settings weren't available to perform a battery longevity estimate. There were "telemetry issues." The deep brain stimulator battery was replaced. The hcp was able to obtain telemetry after replacement. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.